Event description:
Caller states that she had to call 911 for assistance due to low b/g levels (27-99mg/dl). As we reviewed the settings in her pdm, mentioned to caller that she should contact hcp for verification that settings are correct. As we were discussing the situation, the caller found her form with her settings on it from her hcp. After a long review of every setting, we determined the icr was correct at 20 but the cf should be 65 not 15. Assisted caller in making that adjustment in pdm settings. The caller had just received a new pdm a couple of days ago and programmed it herself. Reminded caller to always feel comfortable calling product support for ominpod assistance.

Manufacturer narrative:
During discussion with the caller, it was determined that her correction factor was set at 15, rather than 65 as defined by her hcp. This incorrect setting caused the suggested bolus calculator to suggest inappropriate bolus doses. The user guide states that the user must meet with their hcp prior to using the system to determine the correct settings for proper function of the system. The user's original pdm was properly set, however, it appears that an error was made in the set-up of her new pdm and her settings were not confirmed against her written csii orders.